Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported bad lighting. Additional information has been requested.

Manufacturer narrative:
The customer reported ¿a bad lighting system.¿ it was later revealed by the company representative, that the entire lighting system was not purchased by the customer, due to lack of funding. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on the information obtained the root cause of the reported event can be attributed to customer¿s dissatisfaction. (B)(4).